Event description:
The customer reported the display turned black when the device was connected to a patient. There was no adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported the display turned black when the device was connected to a patient. There was no adverse patient impact. The unit was evaluated by a philips field service engineer and the symptom was verified. Multiple parts were replaced to resolve the issue. We are unable to determine a cause because multiple parts were replaced.